Event description:
It was reported that an overstimulation sensation was noted. 2 months the patient noted the stim was too high; the patient was not sure if it was the stimulation or frequency. The device was off for the past 2 months for a mesh surgery she had. The patient was not sure if it was because of her surgery but she noticed since the implantable neurostimulator (ins) is off the stimulation was too high. The patient wanted to know what the stimulation was when it was put in to her body. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).